Event description:
The customer had completed treating 2 shots of a 5 shot treatment when a problem with the shielding doors prevented the completion of the treatment at that time. The mounting clip from the pt microphone had fallen into the radiation unit and it was preventing the doors from opening fully. The customer attempted several times to continue treatment, but the clip had gotten stuck up against the lead surrounding the central body, preventing the doors from opening wide enough to permit treatment.